Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
The physician was intending to treat femoral artery stenosis during procedure. It is reported that the guide wire passed the stenosis part, and the radiography was concluded. The lesion was pre-dilated. The surgeon opened the stent and prepared to deliver the device to the lesion but failed. The device was removed and the physician found that the tip of the stent was opened. The physician did not proceed to use the device. The physician changed the stent. Surgery time was extended by more than 30 minutes. No patient complications were reported. The patient is in a stable condition. Evaluation summary: the protege everflex stent delivery system, (sds), was received for evaluation. A kink in the catheter was noted just distal of the distal tip of the printed strain relief. The safety locking pin was tight. The protege everflex sds with the outer sheath pulled back exposed approximately half a stent cell. Fluid was noted in the stopcock tube. The deployment paddles were approximately 142mm apart; (134.0mm to 142.0mm). Approximately 3mm of stent was exposed and flowered. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip of the sds. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces were flushed: clear fluid was observed exiting the distal end of the outer sheath. The sds was loaded into a deployment apparatus and deployed at a maximum force of 1.55 lbs. The stent and sds distal assembly were examined: no abnormality or deformity was noted. The inner guidewire lumen was cut just proximal to the retainer bond to allow examination of the stainless steel hypotube. Two sets of witness marks were observed: approximately 24mm, 26mm, 26+mm, and 28mm. The witness marks are where the safety locking pin engages the stainless steel hypotube.